Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope camera malfunctioned with no picture displayed. There were no reports of patient harm.

Manufacturer narrative:
This supplement is being submitted to update the g3 (aware date). Correction to b3 (event date) and b5 (event occurred at). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer. - correction. It was reported that the bronchovideoscope camera malfunctioned with no picture displayed. The issue occurred at set up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. Correction: a6. The device was returned to olympus for inspection. Based on the results of the investigation and information provided, the event reported by the customer was not confirmed. Therefore, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.